Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead dislodgement seen day 1 post procedure. Appeared more slack related, as the atrial lead also slightly pulled back. Lead was explanted. Screw mechanism tested on table and all appeared fine. Screw still deployed prior to retraction and removal of old csp lead. Should additional information be received, this file will be updated.